Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had difficulties removing the wideband condom catheter, allegedly due to strong adhesive. He was able to remove the catheter using zwitsal, baby oil, bandage, scissors, and tweezers. The patient allegedly experienced pain, skin irritation, and two bruises on the foreskin upon removal of the catheter. The patient reported he properly washed his penis according to the instructions, removed hairs, and applied the condom, with the characteristics of the wideband.

Event description:
It was reported that the patient had difficulties removing the wideband condom catheter, allegedly due to strong adhesive. He was able to remove the catheter using zwitsal, baby oil, bandage, scissors, and tweezers. The patient allegedly experienced pain, skin irritation, and two bruises on the foreskin upon removal of the catheter. The patient reported he properly washed his penis according to the instructions, removed hairs, and applied the condom, with the characteristics of the wideband.

Manufacturer narrative:
The reported event was inconclusive. Visual evaluation noted the photo sample was of poor sample quality. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." Correction:concomitant medical products and device evaluated by MFR. .